Manufacturer narrative:
Device evaluation summary: the breath delivery (bd) power distribution printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. Functional testing was performed and the fault was isolated to capacitor c48 on the pcb. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se removed inspiratory module and found the tube was disconnected from the safety valve pressure sensor (psv). The se connected the tube to psv and installed the inspiratory module in ventilator. The ventilator was placed on hold. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator was unable to pass the circuit pressure test and the leak test on an extended self test (est) with the safety valve failing to open. The ventilator was not in use on a patient at the time of the reported event.